Event description:
It was reported that during the fill tubing step the user observed no drops after 60 units, and wetness was noted upon removal of the adapter and cartridge assembly from the pump. Troubleshooting identified that the user was attaching the cartridge to the adapter outside of the pump, and education on the correct order of operations was provided with understanding confirmed. No reported clinical symptoms. Outcomes included no clinical impact, no alerts or alarms, and successful completion of troubleshooting and education. Investigation included user interview and troubleshooting. Investigation of this case revealed incorrect infusion set and cartridge handling with the infusion set deployed or connected incorrectly, consistent with user setup error involving the cartridge-to-adapter assembly. It was concluded, based on previously established findings for similar reports, that the cause was user error during device setup.